Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The pump was reportedly losing power intermittently. The battery compartment was cracked and the yellow o-ring of the battery cap was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: no pump reboot events were observed in the pump's black box. The battery compartment was found to be cracked from the threads to the case seal. The battery cap was not returned with the pump, so a test battery cap was used. The test battery cap was able to attach to the pump. A 24 hour duration test was completed using the new test battery cap and no power interruptions were duplicated. There was no evidence of internal moisture or damage to the power circuit found when the pump was opened for investigation. Unrelated to the power allegation, all of the keypad buttons were intermittently unresponsive. When the keypad cover was removed, contamination was found underneath all of the keypad button contacts. Additionally, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.